Manufacturer narrative:
Multiple followup attempts made to customer, however no further information provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm and was unable to clear the alarm. The customer's blood glucose level was not impacted.